Event description:
The lancet was used to obtain blood sugar samples from a pt. After gathering the sample the nurse went to throw the lancet away in the sharps container but the needle did not retract and poked the nurse. The nurse had already taken off her gloves at the time. Then she walked to the sharp's table to throw away the lancets at that time the needle poke her. The nurse will receive testing. Also they are waiting for the consent for the pt to get tested for (B)(6) etc. The caller stated they threw away the lot#.